Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that 4.2mm x 340mm drill snapped approximately 40mm from tip while drilling through a t2 scn oblique screw hole.